Manufacturer narrative:
The device was returned to zoll medical corporation and the device performed to specification. The device passed shock testing, impedance checks, and electrical safety testing without duplicating the report. Review of the device log shows on the reported event date that all shocks were delivered after manual button presses and energy delivered were within specification. There was no indication of a device malfunction. The device was recertified and returned to the customer. The user reported that they were performing CPR and in contact with the patient during the event. It is important to note that the r series operator's guide provides the following warning to users: "before discharging the defibrillator, warn everyone to stand clear of the patient. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. A severe shock can result. To avoid hazardous pathways for the defibrillation current, do not allow exposed portions of the patient's body to touch any metal objects such as a bed frame." Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), not a full second after a shock was administered, the attending nurse began performing CPR and received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient, or the nurse due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.